Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is loose. Customer stated that he had a MRI and forgot to remove his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unable to verify e70 alarm in alarm history screen due to motor error alarm. Unit had scratched display window and broken belt clip slot. Drive support disk was inspected and no anomaly was noted.